Event description:
It was reported that the ilet pump¿s battery became fully depleted after the device slid off its charger during sleep, and the pump did not power back on or accept a charge despite continued charging attempts with a reported blood glucose of 468 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included initiation of backup insulin therapy and direction to contact the endocrinologist for an urgent insulin refill or alternative therapy while the device issue is resolved. Investigation included customer education and troubleshooting focused on charging and power recovery. Investigation of this case revealed a device power/charging issue consistent with a depleted battery and unsuccessful recharge, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging interruption with subsequent device non-recovery from full depletion.

Manufacturer narrative:
Initial.